Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged cap with incorrect molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged cap with incorrect molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "when opening the package, the customer found the tube cap was deformed and cracked. No affect to the patients and users."